Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse tightened the power cap module f1 fuse 3.5amp into the fuse holder. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, froze and locked up. No patient serious injury or death was reported related to this event.